Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pre implant programming of the implantable pulse generator (ipg), the time of the device was deviated from the present time by 26 minutes and was impossible to be corrected using the programmer. The ipg was never implanted and another ipg was implanted. No patient complications have been reported as a result of this event.